Event description:
It was reported that the pulse generator exhibited 1719 noise reversions since last check up in (B)(6) 2010. The physician requested the patient have a holter monitor fitted to help monitor the device. The polarity switch was programmed on.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.